Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure the there was no clicking sound from the screwdriver. The screwdriver was removed from the cardiac resynchronization therapy pacemaker (crt-p) atrial connection port and the set screw came with it attached to the tip of the screwdriver. The set screw and screwdriver were placed back in the crt-p atrial port and the clicking sound was able to be produced. There was some difficulty removing the screwdriver from the setscrew port, but it was removed after a few attempts. The electrical measurements were correct and the impedance measurements were in range so the procedure was completed successfully. The crt-p remains in use. No patient complications have been reported as a result of this event.